Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.